Event description:
Patient is 74 y.o. Woman diagnosed with late onset, labile ("brittle"), type 1 diabetes approximately 10 years ago, and uses a tandem t:slim x2 insulin pump in conjunction with dexcom g6 sensor. The afternoon of (B)(6) 2024, patient's blood sugar in excess of 400 mg/dl as measured by dexcom g6 sensor since early morning was noted and that afternoon her doctor recommended going to the hospital for further evaluation. Patient arrived at (B)(6) hospital in (B)(6) at approximately 5:00 pm on (B)(6) 2024, where her blood sugar was measured at 797. Patient was held in ER until being admitted the next morning (B)(6) 2024) for treatment. Patient released on (B)(6) 2024. Patient's husband contacted tandem support on (B)(6) 2024, to advise them of the issue and rudimentary trouble shooting was performed over the phone. Pump passed these tests. Subject pump was a replacement received on (B)(6) 2024, to replace previous pump (same model) that had been damaged. Dexcom g6 sensor had been replaced late on (B)(6) 2024. Pump linked to patient's iphone 15 plus using t:connect application. Dexcom g6 linked to patient's iphone 15 plus using "dexcom g6" application and mirrored on husband's iphone 15 plus using (dexcom) "follow" application. Because of concern that pump had failed, patient was switched to humalog kwikpen and lantus solostar insulin pens. Patient received replacement pump from tandem on or about (B)(6) 2024, and resuming using it the afternoon of (B)(6) 2024. Suspect pump was returned to tandem via ups ground on apr 30, 2024. Patient's blood sugar was in excess of 400 mg/dl as measured by dexcom g6 sensor from approximately 3:44 am on (B)(6) 2024, until failure of dexcom g6 sensor at approximately 4:39 pm on (B)(6) 2024. Insulin administered using t:slim x2 insulin pump, model 001000354, s/n (B)(6). Activated (B)(6) 2024. Three physicians at hospital felt high glucose was the result of a pump failure. Reference report: mw5154848.